Manufacturer narrative:
(B)(4). The analysis results found that one pce60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon further evaluation the bailout lever was noted broken. The reported event could not be confirmed as the reverse button force worked as intended.

Event description:
It was reported that during a lap lobectomy, the device could not be fired at the 2nd firing. The knife did not move forward at all. The cartridge was gold. The knife reverse switch did not function. The device was released with the manual knife reverse switch. Another device loading the 2nd cartridge was used to complete the case. There were no adverse consequences to the patient.